Manufacturer narrative:
A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
A user facility reported the tip of the yrc02 driver broke during a rotator cuff repair. The metal tip is lodged in the patient's bone and was not retrieved. It was reported the surgeon did not notice this breakage until after the procedure. This report is raised on the basis of a fragment of a non-implantable device being left in the patient.

Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection of the device verified the reported issue of tip detachment. The broken driver tip was not returned. The most probable cause for this breakage is excessive force applied on the device during use. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed one similar event for this product family. In that same timeframe, 105,589 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.002 percent. A risk analysis was performed and this failure is deemed acceptable. The instructions for use advise the user of the following. Inspect all instruments prior to use to ensure that are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This incident type will continue to be monitored within the complaint system to assure patient safety.